Manufacturer narrative:
Updated: d8, d9, h3, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that the water filter was not replaced within the proper time-period. A definitive root cause of the issue could not definitively be determined, however, the issue was likely the result of the user not reading the instruction manual carefully and incorrectly managed the water filter replacement. The event can be detected/prevented by following the instructions for use which states: oer-6 instruction manual operation 7.3 replacing the water filter (maj-2317) to prevent contamination of the rinse water, replace the water filter regularly, at least once every two months. Also, replace it if an error code [e01] is displayed due to insufficient water supply. To replace the water filter, follow the steps below. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, an e14 (disinfectant cannot be returned to the tank) error occurred during operation, although the mesh filter was cleaned, and an e12 (insufficient amount of disinfectant in the disinfectant tank) error occurred again. A sales representative replaced the switching valve and checked its operation, but an e12 error occurred again. The error resolved itself after a while and has not occurred since. A water filter that appeared to be expired (start date of use: (B)(6) 2021) was installed. The number of cases is unknown. The event occurred during reprocessing. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.